Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08148. It was reported a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was performed. A 30 mm watchman ® laa closure device was successfully implanted using a watchman ® access system. About two ours post procedure, the patient became hypotensive. They brought the patient back to the lab and the patient had a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis and they left the drain in for 48 hours. Since then the patient has been stable.